Manufacturer narrative:
The insulin pump was received with currents in specifications and no unexpected failed battery or weak battery however, the insulin pump had stripped battery cap coin slot. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had minor scratched lcd window, cracked near the display window corners, battery tube threads cracked, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed weak battery and failed battery test. The customer recently received a replacement battery cap but the failed battery alarms persist and have not been eliminated. The customer's blood glucose reading was 88 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.